Manufacturer narrative:
Investigation summary: a correction between the device and the reported event cannot be conclusively determined. The patient experienced shortness of breath and swelling. They were started on torsemide and stated that they had lost a lot of fluid but did not feel better. On (B)(6) 2019, their creatinine levels were elevated. Torsemide was held; however, the patient continued to have a cough, shortness of breath, and constipation. Miralax was given, and melenic stools were noted. The patient still had shortness of breath at rest and with any activity, lightheadedness when changing position, and some chest pain and pressure that was worse when lying back or when their belly was pressed. Some mild epistaxis was also noted when blowing their nose. The patient was hospitalized and underwent a blood transfusion. A small bowel enteroscopy was performed on (B)(6) 2019 which revealed a normal jejunum, duodenum and esophagus. The patient¿s epistaxis resolved on its own and their melena was treated by a colonoscopy on (B)(6) 2019. The examined portion of the ileum was normal. A single recently bleeding colonic angiectasia was noted which was treated with argon plasma coagulation. Clips were also placed. A single non-bleeding colonic angiectasia was also treated with argon plasma coagulation. Two 1 to 2 mm polyps were found in the transverse colon and in the cecum. Resection was not attempted. Internal hemorrhoids were noted; however, no were specimens collected. The patient remains ongoing on vad support. No product available for investigation. Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies and recommended inr levels. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The reported epistaxis resolved without treatment. The reported melena was treated with colonoscopy (B)(6) 2019. One non-bleeding colonic angioectasia and one recently bleeding colonic angioectasia were found; both were treated with argon plasma coagulation (apc) and clips. Two 1-2mm polyps were found in the transverse colon and cecum; resection was not attempted. Internal hemorrhoids were noted. A small bowel enteroscopy performed on (B)(6) 2019 was normal. During the admission in dec2018, an egd was performed. Three non-bleeding angioectasias were found in the duodenum; they were treated with apc. One gastric polyp was found, resected, and retrieved. A colonoscopy was also performed. Two bleeding cecal angioectasias were found and treated with apc. Two 1-2mm polyps were found in the transverse and ascending colon. Resection was not attempted. One 15mm polyp was found in the rectum; it was resected and retrieved. Internal hemorrhoids were noted.

Manufacturer narrative:
Approximate age of device- 7 months, 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital from (B)(6) 2018 and noted feeling well for several weeks afterwards. The patient then developed some shortness of breath and swelling, and was started on torsemide. This was noted to cause a loss of fluids and did not improve the patient condition. The patient was later seen on (B)(6) 2019 with elevated cr. The patient's torsemide was held but he continued to have cough, shortness of breath and constipation over the last few days. On the morning of (B)(6) 2019 it was reported that the patient had a few black melenic stools in response to miralax. Patient stated that they can't do anything and feel near death. Patient has no leg edema but still has shortness of breath at rest or with any activity, and light headedness when changing position with no falls/syncope. Patient also noted chest pain and pressure that worsens when lying back when pressure is applied to the belly. He also has mild epistaxis when blowing his nose. The patient was hospitalized and treated with blood transfusion. No other alarms, malfunctions, or adverse events were noted.